Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During support, the device exhibited purge pressure issue with corresponding low flow. The device was explanted and replaced with a new impella rp. It was reported that the patient survived explant, no further information is available.

Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, biomaterial was found wrapped around the impeller and in the purge gap. Therefore, the cause of the low pump flow was determined to be ingested biomaterial. The root cause is unable to be determined. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.